Event description:
A report was received that the patient underwent an explant procedure due to infection at the midline incision and pocket site. Symptom was irritation at both sites. The physician indicated that the infection was device and procedure related. Antibiotics were given to the patient and the scs system was working properly prior to explant.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the midline incision and pocket site. Symptom was irritation at both sites. The physician indicated that the infection was device and procedure related. Antibiotics were given to the patient and the scs system was working properly prior to explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient's infection was resolved.